Event description:
Litigation complaint received ad 10 mar 2022. Patient was revised was due to product failure. Doi: (B)(6) 2021, dor: unknown, unknown knee.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.